Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient reported a burning sensation behind the implant that they described felt like 3 dots or fingerprints that were kind of just burning them. Patient reported event date as more recent and stated they spoke to the representative (rep) maybe a week ago who advised them to just leave the therapy off. Patient has appointment scheduled with a pa on april 2. Patient stated rep indicated they may have to reposition the device; agent documented information given and the patient was redirected to their healthcare provider to further address the issue.